Event description:
It was reported by patient that he underwent a total hip arthroplasty in 2008, in which he received a durom acetabular cup. Post-op, he experienced pain and revision is scheduled for early 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.